Event description:
The rptr indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the back of the lens was torn. The lens was removed with no pt injury. Another same model lens was implanted. The rptr stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
(B)(4).